Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. Expiration date: 10/2023. Device pending return.

Event description:
It was reported that approximately thirty one days post port placement procedure, the port catheter allegedly leaked at the suture line. It was further reported that the suture site showed signs of infection and the infection was treated. Reportedly the port catheter was removed. The patient reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium implantable port attached to a groshong catheter with a loaded unknown guidewire on the distal end were returned for evaluation. Gross, microscopic visual, functional testing and tactile evaluation were performed. In addition to the returned physical sample, one electronic video and photo were provided for review. The investigation is confirmed for the reported fluid leak issue as a split was noted on the catheter approximately 1.9cm from the distal end of the cath-lock. Upon infusion, a leak from the split on the catheter was observed while water exited the distal end. The video review also confirms the same. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b2, b5, d4 (expiration date: 10/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately thirty one days post port placement procedure, the port catheter allegedly leaked at the suture line. It was further reported that the suture site showed signs of infection and swelling occurred in the right infraclavicular region. Reportedly, the infection was treated and the port catheter was removed. The patient reported to be stable.